Manufacturer narrative:
(B)(6).

Event description:
Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts occurred on the mobile app. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.